Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving multiple shocks due to the device overwriting the episodes with shock therapies. The electrograms containing the episodes could not be reviewed. A programming change was recommended. No further information is available.